Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was dark which blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 25 mg/dl. The customer was treated with intravenous insulin and saline. Reportedly the customer reverted to manual injections for insulin therapy.